Event description:
Customer's collection bag broke. "While changing the evd collection bag the device snapped that connected the collection bag to the device. No patient injury reported.

Manufacturer narrative:
Follow up 001 ref complaint no.#(B)(4). Customer's collection bag broke. "While changing the evd collection bag the device snapped that connected the collection bag to the device. No patient injury reported. Four attempts were made to have the product and completed complaint form returned. Unable to evaluation the product as it has not been returned. Device history record found no issues during the manufacturing, in process inspection or final packaging. Product met all requirements prior to release. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. During the review of product complaints a trend was identified for the eds3 products. Capa005047 has been generated in association to this failure. Per hazard analysis dva-drad00010 dfmea eds 3c and evd - hazard ID 38, severity - 4, rpn - 16. Investigation result code : (B)(6) /eds products/no return of device for evaluation. Complaint verified, CAPA opened.

Manufacturer narrative:
02 dec 2020 ref complaint no.#: (B)(4): requested additional information from the customer.

Event description:
Customer's collection bag broke. "While changing the evd collection bag the device snapped that connected the collection bag to the device.